Event description:
It was reported that the et tube kinked. The pt was intubated, sedated and ventilated with intermittent air leak and decreased vt. The cuff was checked and the tube was re-taped. The md was called, and the chest x-ray showed that the tip of the endotracheal tube (ett) was very high. The doctor visualized with a bronchoscope, saw that the tube was kinked, and was unable to pass the scope. The tube was removed and the pt was reintubated with a regular ett. Additional info was received from the hosp on 12/08/2009: the tube was placed in 2009 by an intensivist md in the ICU. The pt received 3 cc of aerosolized lidocaine, a dose of versed for conscious sedation and etomide 20mg pre and during the procedure.

Manufacturer narrative:
As of today's date, the sample has been received but is currently under eval at the mfg site. A DHR review could not be performed as the lot # was not provided. The instructions for use states under precautions: when a pt's position or the tube placement is altered after intubation, it is essential to verify that the tube position remains correct. Any tube displacement should be corrected immediately. Should extreme flexing (chin-to-chest) of the head or movement of the pt (e.g., to a lateral or prone position) be anticipated after intubation, use of a reinforced tracheal tube should be considered. Adverse reactions: anticipated device-related and possibly device-related adverse events reported in less than 3% of pts receiving the et tube included: cardio respiratory arrest, epistaxis, hemoptysis, laryngeal edema, ulcerations, or granuloma, multi-organ failure, pneumonia, respiratory difficulties, sepsis, bronchospasm, mechanical damage to upper respiratory structures, acute renal failure, sore throat, agitation, aspiration, atelectasis, blockage or kinking of the et tube, bronchitis, confused state, cough, fever/pyrexia, hypotension, hypoxemia, laryngitis, oxygen saturation decrease, pulmonary edema, skin lacerations, skin ulcer, tachypnea, and vomiting. These adverse events are consistent with those reported for conventional non-coated endotracheal tubes. Instructions for use: integrity of the system should be verified periodically during the intubation period. A supplemental report will be submitted when the sample investigation is completed.